Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported by a clinician that a nurse found a secondary IV bag of amphotericin did not infuse, at shift change. No further information was provided. Information on patient harm is unknown. Although requested further information was not provided.